Event description:
It was reported a patient had non-union (did not fuse). During the revision it was noted that two monarch screws had broken. Pt had high blood pressure, peripheral occurred an MDR is being filed to document this event.